Event description:
Covidien received a report that the ventilator made noises for several days and then failed to cycle while on a pt. No pt harm.

Manufacturer narrative:
This ventilator was evaluated by the customer biomedical engineer who determined a bearing in the crank arm was damaged and was the cause of the failure to cycle. The ventilator was reported to have 5443 hours and was due for a preventive maintenance service. The customer engineer reports he changed the crank arm, performed preventative maintenance service and the ventilator passed the final inspection.